Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. The device history record was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes state no intra- operative complication. Revision surgical notes confirm that document provided state that patella component had sheared off at its pegs and was freely floating within the knee. Noted metal debris, gray tissue throughout the knee, patella sheared off at its pegs and was freely floating within the knee. Performed synovectomy of medial and lateral gutters, intercondylar notch, and removed patella component. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 2 years post implantation, the patient was revised due to pain and discomfort. During the revision, it was noted the patella peg had sheared off and was freely floating within the knee, metal debris, metallosis, synovitis, and gray tissue. The patella was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 141273 - tibial component - 865310, 141369 - stem - 588030, ep-183641 - tibial insert - 464080, 184506 - femoral component - 009280. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital policy will not allow returns. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised two years later due to discomfort and pain. Titanium pegs on backside of patellar component sheared off during use. The plastic patellar component as well as the sheared off metal debris were removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. No medical records were provided. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.